Event description:
It was reported that the intraocular lens (iol) was fully implanted and then removed as after insertion, the doctor noticed the haptic was bent the opposite way/distorted. A larger incision was made and the lens cut and removed. No suture placed. There was no patient injury reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut into pieces, with one haptic missing. Visual inspection revealed surface residuals (fiber/particles) on lens, which is consistent with the lens being handled out of a sterile environment. Stains of viscoelastic (ovd) were observed on the lens optic. No further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.